Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed due to damage of the plug unit. A root cause could not be identified. Based on the results of the investigation, it is likely an electrical component problem led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had image noise. The event occurred during inspection for use. There were no reports of patient involvement.